Event description:
Patient was revised to address dislocation.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.2 months. In 2009 (through follow-up with the health-care provider), a response was received, however, the cause of death was not provided. Per the operative report of 2009, after the completion of the procedure, "the patient underwent routine closure and transferred to the intensive care unit in satisfactory condition."

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), the operative report was received. It was also noted that the device was not explanted, and therefore, is not available for evaluation. A device history record review is in process. Device not returned.